Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection observed that the female luer had a vertical hair line crack measuring 0.633 inches long. Visual inspection of the luer observed the crack was on the knit line with the gate opposite the crack. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing was performed; a leak was observed as fluid flowed through the crack on the female luer. The probable cause of the component breakage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer states the received product has had "the same problem" as other product events submitted. Complaint is "the customer reported that there was a "dribble" leak during patient use at "the luer connection where the plastic seems to be cracked." There was no report of patient harm.